Manufacturer narrative:
The device has not been returned, at this time, to the manufacturer for evaluation. A lot history review (lhr) of recp1829 showed one other similar product complaint(s) from this lot number. The complaints for this lot number (recp1829) have been reported from the same facility in (B)(4).

Event description:
It was reported that cracks were found with the exposed part of the catheter after the insertion was completed on (B)(6) 2019. Due to the concerns about the possible crack risk with the part in vivo, the catheter was therefore withdrawn and another new catheter was inserted instead.